Manufacturer narrative:
FDA codes for section of this 3500a form are listed below; system updates pending. Results code: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 106 days post tavr cannot be confirmed. The reported pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the site, 106 days post implant of a 29mm sapien 3 (s3) valve, a partners study patient was admitted with moderate to severe paravalvular leak (pvl). One day post admission, two prominent pvl jets were confirmed by tee. The decision was made to re-dilate the valve. Re-dilation was performed with a bav balloon under rapid ventricular pacing; however, this was ineffective in resolving the pvl. A 29mm commander delivery system was then prepared with 35cc of contrast and used to re-dilate the s3 valve, resulting in trivial to trace pvl.

Manufacturer narrative:
(B)(4). Additional information received reported that approximately 10 months after the re-dilation of the sapien 3 valve (25 months post valve implant), the patient was admitted to the hospital with decompensated heart failure. Tee indicated severe pvl. A second 29mm sapien 3 valve was deployed within the initial valve, resolving the pvl. At the time of this report, the patient is recovering well with ¿terrific results.¿ per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 10 months post re-dilation of the sapien 3 valve cannot be confirmed. The reported pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected information: event description; implant date; narrative text. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 15 months post tavr cannot be confirmed. The reported pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the site, 15 months post implant of a 29mm sapien 3 (s3) valve, a partners study patient was admitted with moderate to severe paravalvular leak (pvl). One day post admission, two prominent pvl jets were confirmed by tee. The decision was made to re-dilate the valve. Re-dilation was performed with a bav balloon under rapid ventricular pacing; however, this was ineffective in resolving the pvl. A 29mm commander delivery system was then prepared with 35cc of contrast and used to re-dilate the s3 valve, resulting in trivial to trace pvl.